Manufacturer narrative:
Device discarded.

Event description:
It was reported that during a procedure the device broke off inside the patient. The device material left behind was not observed until a subsequent, unrelated procedure where the device material was successfully removed. Both procedures were successfully completed and no adverse consequences to the patient were reported.

Manufacturer narrative:
This correction is being filed to update outcomes attributed to the adverse event.

Event description:
It was reported that during a procedure the device broke off inside the patient. The device material left behind was not observed until a subsequent, unrelated procedure where the device material was successfully removed. Both procedures were successfully completed and no adverse consequences to the patient were reported.